Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if the "moisture surrounding the articulation joint and end effector" its an oily substance? Or if the "moisture" was found on the packaging, compromising sterility? A manufacturing record evaluation was performed for the finished ech45s, with lot/batch number c9dn45, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure; an or nurse observed what appeared to be "moisture" present in the clear plastic sleeve surrounding the articulation joint and end effector of the echelon 3000. The device in question is being sent back for analysis along with two more of the same lot number per the hospital request. Three of the echelon 3000 are available for return. There was no patient consequences reported. Surgery was completed successfully without any surgical delay.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: batch # 860c77. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ech45s device (c) was received without sterile packaging. Upon visual inspection, no excessive lubricant was noted on the device. The device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. The event could not be confirmed as no packaging was returned for analysis. Also, no excessive lubrication was observed. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. Device history review: a manufacturing record evaluation was performed for the finished device batch number 860c77, and no non-conformances were identified.